Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the haptic was sticking out so thought it to be torn. The lens was not used and there was no patient contact. The procedure was completed on the same day. Additional information was requested and received stated that the lens was sticking out when the package was opened.